Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint description states that 2 of the locking tabs have snapped off. The device associated to the complaint was returned for analysis. The visual analysis of the returned product shows a wear having for origin the use, and breakages ¿tip¿. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, 1 other similar complaints was reported for the affected product code and lot combination for the locking screwdriver. A CAPA (B)(4) was initiated on july 19, 2013 and lead to the conclusion that the root cause was an inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide was performed and ensure that the screws are captured properly and torqued "on-axis". Based on the information received and the investigation performed, the root cause of the incident is closed to (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two of the locking tabs have snapped off.